Event description:
A malfunction alarm was reported with a malfunction code labeled as "malf 9." There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur. Customer was advised to monitor the pump and to contact technical support if the issue reappears, and acknowledged the instructions given.